Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The device was visually inspected and "121" error was observed on the screen. A review of the receiver data log was performed finding a firmware error code failure, confirming the reported complaint. However, a root cause could not be determined.